Event description:
The customer reported via phone call that the insulin pump experienced a blank display. The customer's blood glucose was unknown. While troubleshooting, the customer stated that the insulin pump may have been splashed and was on her when she was wearing wet clothes. The confirmed that the insulin pump had not been dropped or bumped. The customer explained that the insulin pump had the blank display immediately after the exposure to moisture. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.